Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that it was difficult to irrigate the farawave pulsed field ablation catheter. During a procedure, after insertion, the irrigation stopped functioning. The pressure bag was replaced and a new flush line but without resolution. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis. It was further reported that during the deployment test, there was difficulty in maneuvering the slider switch, and a clicking noise each time was heard when moving the slider switch. A merit inqwire rosen j tip guidewire was used, and no tissue was trapped on the guidewire. The event was noticed seconds after the first catheter deployment into a basket configuration in the patient. Additionally, the catheter could no longer irrigate during the procedure and was replaced to resolve the issue. The catheter was sent to the pharmacy and is expected to return for analysis.